Event description:
A customer reported receiving a minimum fill notification, which led to their blood glucose level being displayed as "high," although the specific value was unknown. The customer had not taken any action yet but had a multiple daily injection (mdi) therapy to rely on. The customer attempted to load a new cartridge with 300 units of insulin, resulting in 270 units of usable insulin. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.